Event description:
The customer reported that the device failed to discharge the fifth shock via external paddles during a pt event. A "no shock delivered" message was observed. The users switched to a different defibrillator that was in the emergency department with minimal delay. There was no impact to the involved pt.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.